Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/20/2020. Device evaluation summary: according to the information received, capsular contracture and gel bleed were noted. A manufacturing record evaluation was performed for the finished device 6442776 number, and no non-conformances were identified. During evaluation of the sample, a crease running from the anterior to the posterior aspect was found. Within the crease, a tear was noted on the anterior view measuring approximately 0.7 cm. No other anomalies were discovered. Gel bleed could not be confirmed since the integrity of the shell was compromised due rupture, and for a crease/fold failure, it may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 350cc mentor memorygel breast implant, catalog #3503501bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced right sided baker grade iii/IV capsular contracture and gel bleed post procedure. The capsular contracture was diagnosed through a physician¿s examination and the gel bleed was discovered upon explantation. When the devices were explanted, bilateral prosthesis replacement with sientra gel implants was performed.